Event description:
It was reported that during a procedure of the heavily calcified proximal right coronary artery, after rotoblator and cutting balloon usage, the voyager nc was advanced to the lesion and during inflation at 6 atmospheres, the balloon ruptured. A non-abbott balloon was used in the procedure. There was no reported patient effect. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dilatation catheter: quantum apex nc; cutting balloon; atherectomy device: rotoblator. The device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned voyager nc balloon dilatation catheter noted blood and contrast visible in the inflation lumen and the loosely-folded balloon, which is consistent with the reported use of the device and a leak or balloon rupture. A new indeflator was used in an attempt to pressurize the balloon when fluid leaked out of a pinhole in the distal shoulder of the balloon, confirming the reported rupture. The balloon did not exhibit any visible traces of mechanical damage (scratches). The scanning electron microscopy (sem) analysis confirmed that there was a leak located along a fold/crease in the balloon and determined that the balloon failure may have been attributed to mechanical damage to the outer surface. Reportedly, there was no report of any leaks noted during preparation for use, which may indicate that the balloon was not damaged prior to the procedure. However, the exact cause for the pinhole tear within a balloon fold cannot be determined. Balloon material rupture may be affected by numerous factors including, but is not limited to, balloon damage during processing of the balloon material, materials, inflation technique, interactions with other devices, a previously implanted stent, lesion calcification and tortuosity or insufficient preparation prior to use. Based on the information provided, the lesion was heavily calcified and may have contributed to the reported difficulty. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot and all lot release testing for balloon rupture pressure met manufacturing criteria. Based on the information received with this complaint, the analysis of the returned product and the results of the sem analysis, a definitive cause for the reported balloon rupture along the fold cannot be determined. All dilatation catheters are 100% visually inspected and leak tested during the manufacturing process. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp) and balloon integrity. In this instance, based on the information received with this event, the analysis of the returned product and the results of the sem analysis, a definitive cause for the reported rupture cannot be determined. However, since manufacturing cannot be ruled out as a potential cause for the tear/rupture along the balloon fold, the results code of 172 is used.

Event description:
Additionally, the balloon ruptured during the first inflation at 6 atmosphere.